Event description:
Technologist received a cut to right index finger while removing stopper. Technologist received a tetanus shot and had baseline (hiv and hepatitis panel). Review of database indicates no other issues with this lot number.